Event description:
The pt felt no stimulation sensation. The pt had fallen recently and hit her head. It was difficult to judge the fall's effect on stimulation, as the pt had already lost stimulation. An overdischarge was suspected. The pt used her stimulator as needed, approximately 3 times a week. She recharged her device while sleeping. The recharge frequency was not clear. The pt tried to charge her device, but was unsuccessful. The pt was able to recharge her device for over 2 years. Several physician mode recharges did not clear the problem. The hcp planned to replace the device. Additional info has been requested. A f/u report will be submitted if additional info becomes available.